Event description:
It was reported that pump displayed malfunction alarm malf 9 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction alarm appeared again, which caller acknowledged and understood.